Event description:
The following report was received from the clinical study: the patient experienced a state of persistent flow-reduction during implantation of a cypher stent. The patient was treated medically with adenosine intro-coronary and it was resolved.

Manufacturer narrative:
This report originated from the study. The event involved a patient with a medical history including hypertension, hyperlipidemia, nicotine habit, and diabetes mellitus. The patient's medical history places her at increased risk for development of mace, baseline medications included aspirin. The patient underwent a percutaneous coronary intervention (pci) indicated by a q-wave st elevation myocardial infarction (stemi). Onset of acute coronary myocardial infarction started less than six hours from pic. Angiogram revealed a lesion in the proximal left anterior descending described as; 99% stenotic, type b1, de novo, irregular contour, eccentric, 2.5mm reference vessel diameter, 10mm long, slightly calcified lesion with no evidence of a thrombus, intra-procedural medications included aspirin, clopidogrel, and unfractionated heparin. Act's were not monitored. Pre-dilation was not conducted before elective implantation of a cypher at a maximum inflation pressure of 18atm. According to the instructions for use, the rated burst pressure (rbp) should not be exceeded. Using pressures higher than the product rbp can result in intimal damage or dissection. After implantation of the cypher, persistent flow reduction of the distal coronary artery was observed and subsequently resolved with intracoronary adenosine and post-dilation of the stent. Ivus was not conducted. Post-procedure the patient received aspirin, clopidogrel, heparin, statins, ace inhibitors, beta-blockers and anticoagulants. The procedure was successfully completed and the state of flow reduction was resolved without patient injury or sequela. The products remain implanted and thus unavailable for analysis. A device history record review of the involved lot number revealed the product met quality requirement for product acceptance. Conclusion: the reported procedural complication of decreased flow was indicated not to be related to the cypher stent or other cordis products. However, the event relation of the index procedure was indicated as highly probable. The event is a known potential adverse event associated with coronary stenting. There are patient, vessel, and procedural factors that might have contributed to the reported event. There is no indication the event is design or manufacturing related. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt. Please see add'l scanned pages.